Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2017 with the following findings: on investigation, the black box data revealed one loss of prime warning recorded (B)(6) 2016. The pump was powered on and exercised for 24 hours without loss of prime duplicated. Force calibration was evaluated and found to be within specifications. Investigation did not duplicate the complaint.